Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient stated that the dexcom alarm on the smart device would not wake them. No medical intervention was reported. Additional event or patient information is not available.